Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The instrument was found with a broken curved blade. Broken piece, approximately 0.16" x 0.10" was not returned. Material was missing. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with an error. Review of the provided image is consistent with the alleged complaint of "the instruments blade fractured". The video shows the blade of the instrument breaking off when the instrument was energized. The harmonic ace instrument was not grasping onto tissue at the time. The user was also using the fenestrated bipolar forceps instrument when the breakage occurred.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the blade of the harmonic ace instrument fractured. There was no report of collision with any other hard material. The fragment was retrieved during the operation. The procedure was completed with a backup da vinci instrument of the same kind. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument was inspected prior to use, and there no issues. The instrument was used for an hour prior to the breakage. The surgeon activated the instrument, and the instrument was not touching anything. The surgeon had no issues with removing the instrument from the arm prior to the breakage. All fragment(s) were retrieved during the same procedure. No additional surgical procedures were required to remove the fragment. No post-operative tests were performed to check for remaining fragments. The patient has not returned to the hospital due to post-surgical complications related to retaining a foreign object. No information was provided pertaining to the patient medical history, pre-existing medical conditions, or tests/laboratory data specific to the incident.